Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventive action as appropriate.

Event description:
Reporter reported a leak coming from the connector line of the homechoice cassette. During evaluation of the returned cassette, the cause of the leak was discovered to be two cuts in the tubing. There was no patient injury or reaction reported. But the patient was administered antibiotics to prevent peritonitis according to the reporter.